Event description:
Customer reports that he obtained a result of 304mg/dl on his device while the doctor's device read 125mg/dl. The comparison samples were reportedly performed at the same time. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.